Event description:
It was reported the patient fell while being transferred, in a lift, to her chair. The patient's caretaker caught the patient before she fell to the floor. The patient was taken to the ER for treatment where it was found she had sustained a shoulder fracture. No further patient complications were reported.